Event description:
An initial report of hospitalization was received by united therapeutics drug safety on (B)(6) 2025 and forwarded to millyard advanced medical products, llc on (B)(6) 2025. On (B)(6) 2025, according to the clinical nurse educator, the patient's caregiver reported that the patient received an occlusion alarm. They were unable to get the pump restarted and did not have their backup pump, so the patient was admitted to the hospital with pulmonary edema. The clinical educator advised the caregiver on proper troubleshooting steps should they receive another occlusion alarm. On (B)(6) 2025, the hospital rph reported the patient was switched to IV remodulin using a hospital pump, and that there were line change issues and not an issue with the pump. The patient's family assisted with placing the patient back on subcutaneous remodulin therapy while in the hospital on (B)(6) 2025. On (B)(6) 2025, a different clinical nurse educator reported the patient was experiencing anxiety and an elevated heart-rate due to the pump alarm, and noted the patient had a difficult family situation. On (B)(6) 2025, the patient reported she had to be hospitalized twice recently due to her pump acting up and her not receiving medication. She stated her daughter spoke to the specialty pharmacy who advised to change the patient's site, and now the pump is working properly. She reported she received a new pump and additional supplies. The patient mentioned she was experiencing shortness of breath, and she is feeling better now. The patient reported she had been delayed in being discharged from the hospital due to the pump acting up, but she was discharged on (B)(6) 2025 and is now back home and doing better. Based on the dates that the reports were received, the referenced event took place over the course of 12 days, with potentially two hospital admissions based on the patient's report. It is unclear from the previous reports by the nurse educators and hospital rph that the patient was discharged and readmitted in that timeframe. For both reported pump malfunctions, the issue of occlusion alarm was resolved by changing the site or the infusion set. No components or further information associated with the reported event have been made available to the manufacturer for further evaluation.